Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic gas dispensing regulator valve would not dispense gas prior to the start of surgery. An alternate regulator was obtained in order to proceed with the scheduled procedure there was no patient involvement or impact with the unsatisfactory regulator device.

Manufacturer narrative:
Additional information is provided. A regulator sample was forwarded to the contract manufacturer for evaluation however, to date, the sample is not confirmed to be received by the manufacturer and sample evaluation results of the sample have not been received. A review of the manufacturing records for this lot number noted that the product met specifications at the time of release. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).